Event description:
It was stated that the insulin pump alarmed during normal use. The customer was able to clear the alarm. It was also stated that the customer was hospitalized for high blood glucose levels. No blood glucose levels were reported. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.